Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. Product ID: 3625, product type: screening device. Product ID: neu_unknown_lead, product type: lead. Product ID: 3537, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and a healthcare provider via a manufacturer representative. It was reported that during the procedure, the physician placed a boot over the lead and the percutaneous extension connection prior to tunneling the lead to a lateral location. He then realized that he could not pass the connection through the tunneling device. At this point, the percutaneous extension and connection looked normal. He used a scalpel to cut the suture tying the boot to the percutaneous extension so he could tunnel the lead to the lateral incision. He then tunneled the lead and tried to reconnect the percutaneous extension to the lead using the same boot. He mentioned that the percutaneous extension and the connection to the lead looked ¿funny¿ and asked if another was available. When informed that a new lead kit would need to be opened, he decided to use the ¿funny looking¿ percutaneous extension. He used a 3625 model external neurostimulator (ens) to test the lead and the patient was not awake but displayed an appropriate motor response of bellows and toes during testing. The physician decided to close the incision. When the patient was in the recovery room, a controller for a 3531 model ens would not increase above 0.1 on any of the three programs. The ¿settings not available¿ screen 59 was seen. Decreasing the amplitude to 0.0 milliamps and trying to increase the amplitude to effect did not resolve the issue. A second controller was tried and received the same results. The twist lock cable was replaced and the results were the same; the manufacturer representative was still seeing an out of regulation (oor) message. The physician instructed that another lead kit be opened and to use the 3625 model ens from the operating room. The older monitor was provided to the patient as they couldn¿t get the digital monitor/controller to work. There was some difficulty with the controller. The patient wasn¿t feeling stimulation at the lead location. The physician ordered the ens to be set on 10 and see how things go. The patient was getting intermittent stimulation and was unhappy with the ens. He was scheduled for a lead revision on (B)(6) 2016.